Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high and low blood glucose of 50 mg/dl. The customer¿s blood glucose level was 145 mg/dl. Customer states he was confused at to why he stayed at the 140 mark through the night but he thought the pump was going to try to bring him down to the range of the pump of 120 .offered to troubleshoot for the high blood glucose and he declined. Advised of the auto mode and when he has low blood glucose educated about the blood glucose required alert. The customer declined troubleshoot for low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected low battery alarm noted. Unit was received with scratched case and minor scratched lcd window.